Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure conformation test". Medical conditions: *patient under went essure confirmation test. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal"), headache ("headaches,"), migraine ("migraines"), pruritus ("rashes or skin conditions type: extreme itching") and acne ("rashes or skin conditions type: acne"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("lower back pain") and neuralgia ("nerve pain"). The patient was treated with diphenhydramine hydrochloride, ibuprofen and surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, headache, migraine, pruritus, acne, back pain and neuralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, back pain, genital haemorrhage, headache, menorrhagia, migraine, neuralgia, pelvic pain, pruritus, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure conformation test". Medical conditions: patient under went essure confirmation test. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal"), headache ("headaches,"), migraine ("migraines"), pruritus ("rashes or skin conditions type: extreme itching") and acne ("rashes or skin conditions type: acne"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("lower back pain") and neuralgia ("nerve pain"). The patient was treated with diphenhydramine hydrochloride, ibuprofen and surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, headache, migraine, pruritus, acne, back pain and neuralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, back pain, genital haemorrhage, headache, menorrhagia, migraine, neuralgia, pelvic pain, pruritus, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case become serious incident, essure removal done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.